Event description:
Pt developed a corneal ulcer in right eye only. The pt stated that they initially presented to the e.r. "About three weeks ago" after experiencing redness in both eyes. The pt stated that they discarded the product. No further info was available from the pt. The attending physician was contacted and provided the following info by fax: "rt corneal ulcer. Advised not to use contact lenses in the future. Infection involving superficial stroma. No major infiltrate. No standing. No iritis." Doctors drawing indicates peripheral location.